Event description:
(B)(6), home health nurse, reported having issue with curlin pump (serial number (B)(6), expiration date: unknown) - unable to provide error code, but recently shows system time out and unable to do anything else. Home health nurse will finish ivig- intravenous immunoglobulin infusion today via gravity (no missed dose). Gamunex-c indication: chronic inflammatory demyelinating polyneuritis. Pharmacy replaced device. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.